Event description:
During a lap cholecystectomy procedure, 2 of 7 clips that were fired, scissored. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Code 400: misaligned jaws. Evaluation summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation".